Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - approximately 15-17 years ago.

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The modular head was removed and replaced and a liner and taper adapter were implanted.